Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The investigation is confirmed for occlusion and inconclusive for unable to retrieve. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter alleged filter occlusion and unable to retrieve. This information was received from one source. The malfunction involved patient with no known impact to the patient. The (B)(6) year old male patient's weight was unknown.